Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter displayed an "ER 2" and "ER 5" message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began in (B)(6) 2010. The customer care advocate (cca) was advised the patient manages her diabetes with oral medication. At an unspecified date, the patient's physician changed her glyburide pills to metformin pills. The patient stated she continued to take her usual dose of medication. A month after the start of the alleged issue, the reporter claimed the patient felt symptoms of shaky, sweaty, vomiting, had loose bowel movements and was confused. For reasons unknown, on (B)(6) 2011, the patient visited her physician's office and was given food and/ or drink as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca educated the customer on the correct testing technique and walked through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.